Event description:
On (B)(6) 2012, the lay user/patient contacted animas alleging that the subject pump was powering off during use. The patient reported that the alleged power issue began on the evening of (B)(6) 2012 after having replaced the pump's battery. Prior to the pump powering off, the patient claimed he obtained a call service alarm (cs alarm 088). The patient stated he inserted 2 additional new batteries and power issue occurred again. There was no reported patient impact associated with this complaint. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the pump is unresponsive when the battery is inserted; no audible or vibratory features are present, and the screen remains blank. There was evidence of internal moisture damage observed on the pcb components. The pump history and black box could not be downloaded due to moisture damage. The complaint could not be adequately investigated due to internal moisture damage.